Manufacturer narrative:
October 06, 2015 10:19 am (gmt-4:00) added by (B)(6): further information about the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator failed the flow transducer test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The reported flow transducer sub-test failure during pre-use checks was, according to information from our service engineer, caused by a defective air gas module. The flow transducer sub-test failure was confirmed in received device logs. The logs showed that during the flow test, the gas modules has delivered lower flow than expected. The gas modules regulate the inspiratory gas flow to the patient. If this failure happens during ventilation, the flow delivered may be lower which will result in lower volumes and a lower amount of oxygen in the gas mixture than expected. This will be detected during the pre-use checks tests. The air gas module has not been received, despite several reminders having been sent. The root cause for why the flow transducer sub-test failed has not been determined, due to lack of goods. We could trace back the reported problem to (B)(6) 2015 therefore the date of event was determined as (B)(6) 2015 and has been updated accordingly.

Event description:
(B)(4).